Event description:
It was reported that the customer experienced elevated blood glucose levels (300-500 mg/dl). Customer loaded cold insulin into the cartridge.

Manufacturer narrative:
No product returning for evaluation. Show new relevant information become available, a supplemental form will be submitted.